Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Furthermore, physical damage at the material residue points was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in operation manual chapter 3 preparation and inspection. Prevention measures are written in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Visual examination of the returned device showed the hand grip was scratched; the right/left knob was scratched; the switch box was scratched; the light guide lens was cracked; the distal end was sheared; and the adhesive around the light guide lens was discolored. As per annual inspection requirements, additional components were replaced. Functional testing was performed; this showed the device did not meet specifications for insulation resistance. This issue occurred due to damage at the bending section cover; the adhesive at this area was peeling. Additional testing showed the forceps control skipped or swayed on the upper half of the endoscopic image due to a frayed forceps elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the air/water cylinder and in the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.